Event description:
Case 3-a 71-year-old male patient status post mitral valve replacement presented with acute severe regurgitation and pulmonary edema from structural valve degeneration (table 1). The patient underwent surgery with a 29-mm sapien 3 valve with nominal inflation volume inside a 33-mm epic valve urgently. Two years later, the patient developed recurrent bacterial endocarditis and surgical explant was indicated. The valves were removed in the same en bloc technique as in the previous 2 cases (video 1). The transcatheter valve was slightly flaring outside of the surgical valve (figure 1, f). In the third case, the patient developed mviv endocarditis with recurrent bacteremia despite antibiotic therapy, and the decision was made to explant the valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5160186, mw5160187.